Event description:
It was reported that the customer experienced high blood glucose levels and infusion set site issues. The blood glucose reading was 524 mg/dl. The customer's family or friend stated that the infusion set got blood into its tubing. She advised that he changed out the infusion set, and the issue was resolved. She stated that he was unable to troubleshoot because he was at school. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.